Event description:
After experiencing a trauma the recipient is no longer able to hear with the device. The device is still in its original position after the trauma. Additional information was received that the device is working and additional fine tuning was done, and the user is happy with the device. There is no report of any temporary condition which may have been resolved since the last testing in 2019 allowing the user to be able to hear again with the device.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient was no longer able to hear with the device after a head trauma. However, the hearing came back, and the recipient is doing fine. A root cause for the temporary loss of hearing cannot be determined. No device failure is suspected. This is a final report.

Manufacturer narrative:
Additional information: based on the currently available information, a mechanical damage to the implant due to the reported external impact appears likely. However, to determine and confirm an exact root cause of failure an investigation of the explanted device is necessary. Re-implantation is considered but no date has been made available yet.

Event description:
After experiencing a trauma the recipient is no longer able to hear with the device. The device is still in its original position after the trauma. Despite requests on what the next steps for this user will be, no feedback was received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After experiencing a trauma the recipient is no longer able to hear with the device. The device is still in its original position after the trauma. Another audio processor was tried but the user was still not able to hear with the device. Awaiting information on the next steps.